Event description:
Patient's meter was reported to be giving inaccurate control low results. Patient had tested on their meter with a result of 3.5mmol/l at 8:00am. An hour later they retested with a result of 5.7mmol/l. Because they had been feeling dizzy and tired for some time, a family member took them to the hospital about one and a half hours later and a lab test was done with a result of 11.0 mmol/l. This result dies not reflect any serious injury. The meter to lab comparision is invalid since the time difference between the tests is greater than 30 minutes. Patient had not taken their meter to the hospital with them. At the hospital, patient was not treated but their doctor decreased their oral medications. During troubleshooting, patient was walked through a control solution test, which failed low. Patient was unwilling to perform a retest since they were concerned about washing strips. But previously, that morning, patient's family member had performed two control solution tests, and both failed below the range. P[atient's technique was good, and they were cleaning the meter correctly. The meter was in the right unit of measurement and was coded correctly, the test strips were stored properly and were in good condition. The control sulution was also in good condition. This case is reported as a strip malfunction since the control solution test failed three times on the meter.